Event description:
It was reported the device change out procedure was postponed for one week because it was suspected the patient had pneumonia and was in the hospital. Further information was provided that this implantable cardioverter defibrillator (ICD) has now been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:40 pm CT. The report number is being corrected from: 2124215-2018-62575 to: 2124215-2018-61890.

Event description:
It was reported the device change out procedure was postponed for one week because it was suspected the patient had pneumonia and was in the hospital. Further information was provided that this implantable cardioverter defibrillator (ICD) has now been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement has been scheduled. At this time, this ICD remains in service and no adverse patient effects were reported.